Manufacturer narrative:
Follow up was conducted with the reporting hospital, who confirmed that the event was due to the patients preexisting condition and not related to tablo or treatment. Log file review was performed and confirmed the device was working as intended and did not malfunction.

Event description:
It was reported patient expired during treatment after shallow breathing and sp02 decreasing. Patient was dnr so no medical intervention was provided. The attending healthcare professional attributed the event due to preexisting patient condition. There was device malfunction related to the event.